Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2026, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient experienced heat and redness with brown/white suppuration at the stoma site. After evaluation by a physician, the patient was prescribed an oral antibiotic, ciprofloxacin 500 mg taken twice daily for one week. It was later reported that the antibiotic treatment completed on (B)(6) 2026 and stoma site infection has resolved. The device remains implanted.